Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one bent grip causing them to be misaligned. There was a 0.45 mm offset at the tips. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing tip not to move smoothly. The instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protruded above the outer surface of the distal clevis. The wire insulation was damaged and the instrument passed the electrical continuity test. The conductor wire was not exposed. Additionally, the instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed.

Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar got stuck on the trocar and need to be removed with the instrument. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The force bipolar jaws were closed; however, the angle might have been slightly off for the grasper not to come out of trocar. Surgeon tried several times to completely close grasper and was unable to. No fragments were left behind. The port incision was not increased in order to remove the instrument and cannula together. The instrument did not collide with any other instrument or tool during procedure.